Event description:
During a patient use, it was reported that the device depleted the installed batteries within 15-20 minutes of use. The customer had spare batteries on hand and replaced the batteries to resume patient care. The issue occurred while monitoring the patient and had no adverse effects. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the reported issue to be the power pcb assembly. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned it to the customer for use.